Event description:
Rptr is a type I insulin-dependent diabetic, on the medtronic minimed insulin pump paradigm model, mmt-50a. This pump is rated water resistant for up to eight feet deep underwater at sea level for no more than 24 hours. Pt went wading and reservoir was in place before going in. Pt was in the river walking on a sand bar for about thirty minutes, no deeper than one or two feet. The pump itself probably did not even become wet. When they got back to the house on the river, they went in the pool, about 15 mins. After leaving the river and pt was swimming around, no deeper than five feet for about thirty minutes. When pt got out and was about to bolus inject through insulin pump for some iced tea they were drinking, they found it had leaked water into the pump, and the pump was off. Pt could tell this only by the lack of the minimed text at the top and the air bubbles under the screen, the rest was water. Pt called minimed, told them, and reported the pump was getting warm quickly, so pt took out the battery which was very hot. The pump was replaced rapidly, and pt was placed on long-term insulin for the three-day extent.